Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 24. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.